Manufacturer narrative:
Ocd customer technical services (cts) advised the customer regarding their purchase options for a replacement unit since the centrifuge was out of warranty. This customer has not logged any complaints against this centrifuge since the incident. Incident is isolated.

Event description:
The customer reported that the mts 24 place centrifuge was not spinning at the correct time. No erroneous results were reported. Incorrect centrifugation speed or time during testing, if undetected, may lead to erroneous test results.